Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue was traced to a component failure. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope which is an olympus asset with no reported complaint. During the evaluation of the device, pinholes on objective lens adhesive and missing glue on light guide lens was observed. There was no patient involvement